Event description:
It was reported that during an unknown procedure, the device fired two clips at a time. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and it fed 3 conforming clips and 3 clips with gap. The device was noted to have the tip of the advancer bent. However, no double feed issues were noted during analysis. The device locked out as intended but the orange indicator overtraveled. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.